Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that symptom return. It was unknown what led to this event. Impedance test was done, and all combination was greater than 40,000 ohms. The implantable neurostimulator (ins) was replaced, and all impedance was good. The issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly. The ins was tested with two known good leads and extensions while submerged in a 0.9% saline solution and ¿normal impedances were measured on all circuits and electrode pair combinations.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.